Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated every time she takes the battery out she has to reset everything. When looking into the alarm history, an unexpected restart and external ram crc error noted. The customer's blood glucose was unknown. During troubleshooting the alarm did not occur during the rewind/prime sequence. Customer stated the alarm occurred shortly after inserting a new battery. Advised customer to program an easy bolus into the air. Bolus amount was recorded in the bolus history. Advised the customer the pump will need to be replaced.